Event description:
It is reported that the patient was revised due to the hinge post extension appeared to back out of the femoral hinge mechanism resulting in articulating surface displacing posteriorly.

Manufacturer narrative:
This report will be amended when our investigation is complete.